Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: loss of external power and battery totally discharge alarm. Summary: tf 444001 (batteries completely discharged, warnings have not been regarded).

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure effect: ventilation has alarmed with battery low (medium and high priority alarm). The technical fault 444001 appears in the event log (high priority alarm). Ventilation stops (ambient mode). Root cause: warnings have not been regarded. Defective power supply. Replacement of the defective power supply and sensitize the user regarding the perception of the warning signals.